Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.

Event description:
It was reported to boston scientific corporation that naviflex rx delivery system was used in the ampulla to treat stones during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During preparation, it was reported that the device was broken or fractured. It was noted that the end part of the pusher that guides that stent was frayed. Subsequently, the pusher was removed through the biopsy cap. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that naviflex rx delivery system was used in the ampulla to treat stones during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During preparation, it was reported that the device was broken or fractured. It was noted that the end part of the pusher that guides that stent was frayed. Subsequently, the pusher was removed through the biopsy cap. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Block h11: an advanix naviflex delivery system was returned for analysis. A visual examination of the returned device revealed that the push catheter was bent, and the guide catheter exhibited damage in the form of small kinks at its distal end. Functional testing was performed, and it was possible to extend and retract the guide catheter without restriction. Product analysis could not confirm the reported event of a catheter guide break. Examination of the returned device identified damage to both the push catheter and the guide catheter. The push catheter was found to be bent, while the guide catheter displayed small kinks near the distal end. Despite these damages, the guide catheter could still be extended and retracted during functional testing. Taking all available information into consideration, the investigation concluded that the reported event and the observed damage were most likely related to factors such as device handling, insertion technique, or the amount of force applied by the physician during scope insertion or device preparation. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure.